Event description:
Healthcare professional (hcp) reports a pt complained of chest tightness, weakness, neck and back pain and overall fatigue prior to onset of hemodialysis treatment using a psn 210 dialyzer. The pt was then placed on dialysis. Forty mins into the treatment the pt complained of nausea, dry heaves, dyspnea, urge to defecate and increased chest and back pain. The pt appeared anxious and pale. Bp at this time was 167/87. The pt was removed from the dialysis device and escorted to the bathroom where the pt lost consciousness. 300cc of normal saline was administered through the pts access needle. The pt regained consciousness. Again the pt lost consciousness a few mins later. 200cc of normal saline was administered via same route and pt responded moments later. The hcp noted the pt to have circumoral cyanosis and placed her on oxygen. The pt proceeded to lose consciousness a third time. Emergency dept was then called. The pt's breathes were becoming agonal and 100% oxygen administered via ambu bag. A bp could not be found on the pt at this time and the pulse was rapidly failing. Chest compressions were initiated, ems arrived within 1 to 2 mins and the pt was intubated. Heart rate at this time was less than 40. Epinephrine 1 mg IV push was administered and the pt's heart rate increased to 105 yet no voluntary respirations were noted. The pt was then transported to the hosp. The pt later expired in the hosp. Preliminary autopsy results revealed massive 3 vessel coronary disease.